Event description:
It was reported that the patient was hospitalized as the controller exhibited controller fault alarm. The ventricular assist device (vad) was identified as at risk for delayed restart failure to restart if disconnected from power by medtronic. The operating room (or) was prepped on standby incase of pump failure to restart. A new controller was programmed with appropriate settings. The controller was successfully changed out at bedside, patient tolerated procedure well. The controller was exchanged. No further patient complications have been reported as a result of this event. This event was reported in the q4 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.

Manufacturer narrative:
Product event summary: the controller with unknown serial number was not returned for evaluation. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. As a result, the reported event could not be confirmed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported event may be attributed, but not limited, to a reduced charge capacity of the internal nickel-metal hydride (nimh) battery and/or a faulty internal battery charger integrated circuit. This event was reported in the q4 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.